Event description:
Dealer- replaced elrpw back in (B)(6) 2014 per dealer the left actuator motor is leaking grease need replacement left actuator under warranty no damage reported to dealer with the grease leaking.